Manufacturer narrative:
Review of the patient files provided dated (B)(6) 2025 led to the following observations: all the vf episodes recorded in the device memory showed ventricular noise oversensing, with a noise pattern regular and superimposed with physiological signals, leading to charges (no inappropriate therapy delivered). The observed noise most probably resulted from electromagnetic interferences (emi) at 50 hz. Note that the implant manual warns the patient about the ¿potential risks of defibrillator malfunction if he is exposed to external magnetic, electrical, or electromagnetic signals¿: based on available data, no issue is suspected on the subject ICD. However, careful monitoring of this phenomenon should be performed upon each follow-up. Please refer to the attached report.

Event description:
Reportedly, through remote monitoring reports, several episodes of oversensing due to noise are observed, with greater noise amplitude in the rv coil - can channel. The patient was seen at the hospital on (B)(6) 2025, and lead electrical parameters were correct. The patient reported that during the times of the episodes, he is out walking and does not use any electronic devices.